Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The delivery device was returned outside the loading device. The seal and tension spring assembly were outside the loading device. The slide lock was dis-engaged and the plunger was depressed on the delivery device. Blood was seen inside the delivery tube that shows an evidence that the device had been introduced into the aorta. Blood was found on the loading device. The loading device was found broken as the top body of the device (window) was missing and only the lower body with buttons were returned back. Traces of blood were found on the seal and tension assembly. The measurements were not taken for the delivery tube. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. But was confirmed for analyzed failure mode "break".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.